Event description:
During an unknown procedure, the staples did not close properly on the second firing. It was not noted how the case was completed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the tct75 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. In addition, two cartridges were received loose inside the bag, fully fire and with the swing tab in the locked position. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.